Event description:
At pump implant, the pump was filled with morphine. The next day, the pt experienced withdrawal symptoms. The hcp did a rotor and dye study, which were both normal. A volume discrepancy was noted when the pump reservoir was emptied. The hcp suspected pump failure. The pump was stopped and the pt was treated with oral pain medications. The hcp decided to revise the system. An intraoperative catheter dye study was normal. The hcp was able to withdraw fluid from the catheter. The pump was replaced. Afterward, the pt continued to have minor symptoms of withdrawal. The hcp did not believe these symptoms could be attributed to the pump; the dosage was being adjusted. The pt recovered without sequela.

Manufacturer narrative:
The pump was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.